Manufacturer narrative:
Retrospective review after additional information. There is no clinical consequence for patient. The surgeon indicates that the device not caused serious injury. No delay in surgery over 30mn. A new ligafix was used. The same event would be likely to cause or contribute to serious injury because the medical device fractured while in the patient and he retain one or more pieces of the fractured screw. Very low biological risk: excess resorbable material. Potential mechanical risk: the piece of screw can be an obstacle for a new screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. Preliminary analysis: no other complaint concerning this batch number. Manufacturing data analysis: this batch of screws presents no manufacturing defects. We are waiting for recovery of the broken screw for expertise. Our export area sales manager keep in touch to identify possible improvement points on the surgeon's technique - he will organize a conf call to have more information about the technical used, to understand and identify cause of an important number of screws breakage for this same distributor.

Event description:
(B)(4) - retrospective review after additional information. Incident occured on (B)(6) 2020 in (B)(6)- transmitted on 21 february 2020 by distributor: "screw was broken during surgery".

Manufacturer narrative:
Retrospective review after additional information. There is no clinical consequence for patient. The surgeon indicates that the device not caused serious injury. No delay in surgery over than 30mn. A nex ligafix was used. The same event would be likely to cause or contribute to serious injury because the medical device fractured while in the patient and he retain one or more pieces of the fractured screw. Very low biological risk: excess resorbable material. Potential mechanical risk: the piece of screw can be an obstacle for a new screw, which can generate a new breakage - risk of debris coming out of the tunnel into the joint. Preliminary analysis: no other complaint concerning this batch number. Manufacturing data analysis: this batch of screws presents no manufacturing defects. We are waiting for recovery of the broken screw for expertise. Our export area sales manager keep in touch to identify possible improvement points on the surgeon's technique - he will organize a conf call to have more information about the technical used, to understand and identify cause of an important number of screws breakage for this same distributor. Follow up 1 - expertise of medical device: the diameter of the returned screw does not correspond to the part number/lot number specified on the product box (the diameter of the returned screw is of 9mm, but the part number/lot number specified on the box corresponds to an 8mm screw). Our data analysis is related to the lot number 194255 (notified in the incident report). The screw broke into at least two pieces, one of which was returned to sbm. This piece corresponds to the posterior piece: head of the screw no fragment comprising the tip and/or cylindrical portion of the screw is present: remained implanted inside the patient. The screw broke at the base of the exit cone of the screw. The threads are free from damage. The recess is free from damage. The shape and location of the screw breakage are typical of a torsional breakage. Based on the analysis of the returned screw fragment, it seems that the screw broke when the cone of the screw head was inserted inside the tunnel. The injection conditions of lot 194255 comply with specifications. Screw inspection revealed a torsional breakage at the base of the cone of the screw head. In the absence of several elements on the circumstances surrounding screw breakage, and based on the inspection of the returned portion of the screw, the hypotheses that could explain this case of breakage are as follows: 1. Packaging error: a ø9 screw was packaged instead of a ø8 (injection and simultaneous conditioning of both screw sizes). The screw that was implanted was thus 1mm larger than that specified on the box, when it was being driven this generated constraints greater than the elastic limit of duosorb (the constitutive material) which caused the screw to break when the screw head started being inserted in the tunnel. 2. The screw was not returned it its original box / two hypotheses: a. Failure to follow the instructions for use with a tunnel ø <than the ø of the screw, which generated high friction forces over the entire surface of the screw when passing through the cortical wall. All of these stresses generated a deformation of the recess: the deformation being almost zero at the base of the recess and maximum at the screw head. The deformation of the screwdriver is then greater than the elastic limit of duosorb, causing the screw to break. B. The screw was not inserted perfectly within the axis of the tunnel. The cone of the screw head got jammed against the cortical bone, at which point continued screwing deformed the screw head which was driven by the screwdriver, causing torsional stresses at the junction of cylindrical portion of the screw and the screw head. The latter being jammed, the torsional stresses were then greater than the elastic limit of duosorb, causing the screw to break. C. A combination of hypotheses a and b which inevitably caused the screw breakage. Corrective actions have already been implemented because of a recurrence for this same distributor (vietnam): technical sheet with characteristics of ligafix screws was transmitted on 27 may 2020 for reminder - further explanations by our export area sales manager and trainings via videoconferencing were organized since june 2020.

Event description:
(B)(4)- retrospective review after additional information. Incident occured on (B)(6) 2020 in vietnam - transmitted on 21 february 2020 by distributor: "screw was broken during surgery".